Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The patient effects of anemia, fistula, hematoma, hemorrhage, hypertension, ischemia, perforation of vessels, and pseudoaneurysm vascular dissection are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, surgical intervention and medication required were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B6: estimated date.

Manufacturer narrative:
Age or date of birth: mean age: 83 years. Sex: majority male patients (55%). Date of event: estimated date. The location of the device(s) is unknown as this is from an article. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The death referenced in the article is submitted under a separate medwatch MFR#.

Event description:
It was reported through a research article identifying proglide devices that may be related to the following outcomes: hematoma; pseudoaneurysm; av fistula; arterial perforation; arterial dissection; access site surgical intervention; access site percutaneous intervention; access site peripheral ischemia; retroperitoneal bleeding; major vascular complications; minor vascular complications; life threatening or disabling bleeding; major bleeding; minor bleeding; red blood cell transfusion; hypertension; low hemoglobin (anemia) post-procedure intensive care unit stay (additional hospitalization); failure to achieve hemostasis requiring angioseal; failure to achieve hemostasis requiring a method other than manual compression or angioseal; treatment with covered stent; treatment with manual compression; use of medications; and treatment with cross over balloon technique. Specific patient information is documented as unknown.